Event description:
According to the available information, the patient experienced a suboptimal functional outcome following implantation of an inflatable penile prosthesis (ipp). Progressive mechanical failure of the device was observed, manifested by loss of hydraulic integrity with gradual reduction in achievable cylinder inflation during consecutive activations. Owing to unsatisfactory prosthesis performance and an inadequate clinical and functional result, revision surgery with explantation of the penile prosthesis was undertaken. The reservoir was retained in situ in its original anatomical location. No clinical or intraoperative evidence of infection was identified. At the time of the primary implantation procedure, the hydraulic system integrity and device watertightness had been confirmed intraoperatively.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.